Event description:
Report was rec'd from baxter involving an infusion pump that underdelivered during svc testing at a baxter facility. No pt injury or medical intervention was involved with this pump.

Manufacturer narrative:
Evaluation summary: the infusion pump was tested for flow accuracy at 100 ml/hour, the infusion pump failed the accuracy test with a flow value of -6.0% from the desired amount. A corrective and preventative action has been initiated.